Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of hospitalization for high blood glucose of 1000mg/dl and diabetic ketoacidosis. The customer is currently in the hospital and is being treated with insulin IV drips. Nurse indicated that the customer will call back when they can provide further information. No further details were given.